Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed that the power cord showed signs of melting. The power cord was tested for continuity, and it was determined that there was a damaged circuit in the power supply that could not pass continuity testing. When the unit was powered on using a known good power cord, the system was able to start.

Event description:
This report is to advise of an event observed during analysis confirming the power cord showed signs of melting.